Manufacturer narrative:
Continuation of d10: product ID apb-1.5-4-hx-es (227755126); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium coil would not detach. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured posterior communicating artery aneurysm with a saccular morphology. Aneurysm dimensions: max diameter 6 mm and neck diameter 3 mm. The patient's blood flow was normal and the vessel tortuosity was moderate. When the surgeon used the coil to embolize the middle cerebral artery aneurysm, he used the qc5-10-3d coil. The embolization was satisfactory, and when he was ready to detach the coil, he used the alternative detachment method and broke the spare detachment point by hand and found that the coil was not detached. He pulled out the detachment wire for observation and found that the proximal end of the detachment wire was short and broke in advance. The physician used sterile needle-nosed pliers to twist off the proximal pusher rod, found the tail end of the broken detachment wire in the pusher rod and pulled it out, and then the detachment was successful. The physician did not attempt to detach the coil with the instant detacher. A manual attempt at detachment via hypotube was made a total of 5 times. The patient's muscle strength deteriorated on the first day after surgery and returned to normal on the third day. Ancillary devices: microcatheter echelon lot 02281354, guidewire stryker.

Event description:
Additional information received that the cause of the broken axium coil was not determined. The coil was implanted in the intended location.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.